Event description:
It was reported that while performing outdoor snow blowing, the user¿s ilet in a pocket sustained impact that cracked the display, resulting in visible lines across the lcd and loss of screen legibility, though the device continued to deliver therapy. Symptoms included no reported adverse health effects. Outcomes included the need for device replacement to restore normal usability. Investigation included complaint intake, verification of device identification, and logistical arrangements for replacement. Investigation of this case revealed physical damage to the display module consistent with external mechanical stress, aligning with a device display malfunction due to cracked screen/lcd damage. It was concluded, based on previously established findings for similar reports, that the cause was user-environment interaction leading to physical damage, which is not attributable to device manufacturing or design.